Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the connector elbow of an rt380 breathing circuit came off from the inspiratory limb. This occurred prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 evaqua2 breathing circuit was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Result: the visual inspection revealed that the inspiratory limb was returned with the elbow connector loose. Damage was found to the elbow and patient end cuff of the tube. A lot check was performed and no other similar complaints were identified for lot 141002. Conclusion: we were unable to determine the cause of the reported event. All rt380 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the damage occurred after the product was released for distribution, during transportation or storage. The user instructions that accompany the rt380 breathing circuit state the following: "check all connections are tight before use." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."